Manufacturer narrative:
The meter involved with this complaint has been returned and evaluated by lifescan product analysis on february 10, 2012 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. The 510(k) # is k073231.

Event description:
On (B)(6) 2012 the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultralink meter was reading inaccurately high compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began on (B)(6) 2012 (unknown time). The patient reported blood glucose readings of "90 mg/dl" with the subject meter and "49 mg/dl" on another meter (hospital meter), performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. As part of the patient's diabetes regimen, the patient claimed he is on an insulin pump. Despite the alleged issue, the patient denied taking any action regarding his diabetes regimen. The patient reported a minute before the alleged issue began, he was feeling shaky, sweaty, and developed blurry vision; which he associated as low blood sugar symptoms. In response to the symptoms, the patient indicated he self-treated with a bottle of "boost" and 2 cookies in a pack. According to the patient, no other blood glucose device was used when he tested on the subject meter and the hospital meter. At the time of troubleshooting, the cca noted an approved sample site was used to obtain the result from the subject meter, the meter's unit of measure was set correctly, and the patient's process for testing was incorrect. The patient indicated he may have touched the finger and the blood to the test strip at the time of testing. The cca was not able to determine if the test strips were in good condition since there were no strips available. Replacement products were sent to the patient. This complaint is being reported because the patient claimed he obtained an inaccurate high result on the subject meter that did not correlate with his symptoms suggestive of severe hypoglycemia and the treatment he received.